Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during removal. Some resistance was encountered during removal. No pt injuries or complications were reported.